Event description:
A zoll distributor returned monitor sn (B)(4) to report that the biphasic pulse was out of specifications.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (biphasic pulse out of specifications) has been confirmed. Upon evaluation, the monitor reset instead of firing a pulse. Upon investigation, q2, t2, and t3 were defective on the defibrillator board. The cause of the failure during testing is the damage to the components on the board. The root cause of the damaged components was unable to be positively identified. No adverse event resulted from the defective monitor.